Event description:
It was reported that the patient presented with atrial noise oversensing which resulted in inappropriate auto mode switch (ams). No intervention was performed. The patient was stable throughout.

Event description:
Additional information received indicated that the programming changes were made. The patient was stable throughout.